Event description:
This unsolicited device case from health authorities of united states was received on 10-nov-2015 from a patient. This case concerns a female patient (age not provided) who received treatment with synvisc one and experienced fluid retention, inability to walk, weight increased by 6 pounds, developed pain and swelling. The patient's medical history included arterial fibrillation. No past drugs, concomitant medications and concurrent conditions were reported. On an unknown date in 2015, the patient initiated treatment with intra-articular synvisc one injection (dose, indication, frequency, batch/lot number and expiration date: not provided) into her knee. On an unknown date in 2015, few days after initiated treatment with synvisc one, the patient headache, tinnitus, and pain in the muscles of upper arms. Also, the patient developed pain, swelling and inability to walk. It was reported that the patient's weight was increased by 6 pounds from fluid retention. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: medically significant for all events. Pharmacovigilance comment: sanofi company comment dated 19-nov-2015: this case concerns a female patient who experienced pain, swelling, inability to walk, weight gain due to fluid retention, headache, tinnitus and pain in muscles of upper arm after receiving synvisc one injection. As per the provided clinical information, causal relationship between the suspect product and events could not be denied. However, lack of detailed information regarding patient's medical history, concurrent illness, concomitant medications, lab results leads to incomplete assessment of the case.

Event description:
This unsolicited device case from health authorities of united states was received on (B)(6) 2015 from a patient. This case concerns a female patient (age not provided) who received treatment with synvisc one and experienced fluid retention, inability to walk, weight increased by 6 pounds, developed pain and swelling. The patient's medical history included atrial fibrillation. No past drugs, concomitant medications and concurrent conditions were reported. On an unknown date in 2015, the patient initiated treatment with intra-articular synvisc one injection (dose, indication, frequency, batch/lot number and expiration date: not provided) into her knee. On an unknown date in 2015, few days after initiating treatment with synvisc one, the patient headache, tinnitus, and pain in the muscles of upper arms. Also, the patient developed pain, swelling and inability to walk. It was reported that the patient's weight was increased by 6 pounds from fluid retention. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: medically significant for all events additional information was received on 19-nov-2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 19-nov-2015: information received does not change the prior assessment of case. Sanofi company comment dated 19-nov-2015: this case concerns a female patient who experienced pain, swelling, inability to walk, weight gain due to fluid retention, headache, tinnitus and pain in muscles of upper arm after receiving synvisc one injection. As per the provided clinical information, causal relationship between the suspect product and events could not be denied. However, lack of detailed information regarding patient's medical history, concurrent illness, concomitant medications, lab results leads to incomplete assessment of the case.

Event description:
Case narrative: initial information received on (B)(4) 2015 regarding an unsolicited valid serious case received from health authorities of united states from patient under reference mw5055877. This case concerns a female patient (age not provided) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and experienced fluid retention, weight increased by 6 pounds, developed pain/severe pain and swelling/significant physical pain and suffering and, pain in the muscles of upper arms, headache, tinnitus, inability to walk, difficulty walking (latency: few days), endured prolonged hospitalization and physical rehabilitation, hip bursitis, systemic pseudoseptic acute arthritis, tearing her meniscus, breaking her neck, systemic pseudoseptic acute arthritis, fell several times, permanent injuries, endured prolonged hospitalization and physical rehabilitation, and undergone surgeries (latency: unknown). The patient's medical history included atrial fibrillation. Past drugs included non-pharmacological therapies and simple analgesics (unspecified). No concomitant medications and concurrent conditions were reported. On (B)(6) 2015, the patient initiated treatment hylan g-f 20, sodium hyaluronate injection via intra-articular route once (dose, batch/lot number and expiration date: not provided) into both her knee for osteoarthritis who have failed to non-pharmacological therapies and simple analgesics. Information regarding batch number was requested. On an unknown date in 2015, few days after initiating treatment, the patient had headache, tinnitus, and pain in the muscles of upper arms. Also, the patient developed pain, swelling and inability to walk. It was reported that the patient's weight was increased by 6 pounds from fluid retention. All of these events were considered to serious and marked as medically significant. The injection used was not available with proper warnings regarding significant adverse consequences. On an unknown date in 2015 (after unknown latency), immediately after and as a direct and proximate result of the injection, patient began to suffer adverse effects from it including but not limited to pain, and swelling in her knees, difficulty walking, hip bursitis and systemic pseudoseptic acute arthritis. As a result of these proximate consequences of the above physical conditions patient fell several times which resulted in injuries, tearing her meniscus and breaking her neck. As of unknown date, after unknown latency, patient had sustained permanent injuries, significant pain and sufferings, undergone surgeries (event assessed as medically significant), endured prolonged hospitalization and physical rehabilitation. According to the reporter, the injection was no merchantable or suited for its intended use as warranted. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events except fell several times, endured prolonged hospitalization and physical rehabilitation undergone surgeries. A pharmaceutical technical complaint was initiated on (B)(6) 2015 for synvisc one (lot: unknown) with global ptc number: 40217. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(4) 2015. Ptc results were added and text was amended accordingly. Additional information was received (B)(4) 2018 from a lawyer. Additional events of endured prolonged hospitalization, difficulty walking and physical rehabilitation, hip bursitis, systemic pseudoseptic acute arthritis, tearing her meniscus, breaking her neck, fell several times, permanent injuries, and undergone surgeries added with details. Event verbatim updated. Clinical course updated. Text amended accordingly.